Event description:
It is reported that the modular augments would not fit on baseplate. Upon examination, the baseplate was unable to receive the augments. Surgery was delayed 30 mins.

Manufacturer narrative:
This report will be amended when our investigation is complete.